Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable thyroid results for one patient from a cobas 8000 e 801 module. The serial number was requested but was not provided. The sample was submitted for investigation and was tested on a cobas 8000 e 801 module, cobas 8000 e 602 module, cobas e 411 immunoassay analyzer, and a siemens centaur analyzer. Of the data provided, only the results for elecsys ft3 iii were discrepant. Information concerning if any erroneous result was reported outside of the laboratory was requested, but it was unknown. There was no allegation of an adverse event.

Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor was found. This interference is documented in product labeling for the assay.